Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided.   Review of the device history records identified no deviations or anomalies during manufacturing.   A definitive root cause could not be determined.   If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: biomet tprlc 133 t1 pps ho 12x144mm, cat#: 51-104120, lot#: 6786095; biomet cer bioloxd mod hd 36mm +6 nk, cat#: 12-115123, lot#: 2972001; biomet g7 pps ltd acet shell 56f, cat#: 10000665, lot#: 6807678. The device will not be returned for analysis, due to hospital policy; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total hip arthroplasty. Subsequently, patient underwent a revision procedure approximately 1 month later due to leg length discrepancy. The stem, head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.